Manufacturer narrative:
Calibration and quality control data were acceptable. A review of alarm trace data showed an abnormal aspiration alarm. The field service engineer replaced the probes and liquid level detection components. A valve was flushed, rinse volumes were verified, and calcium reagent lot numbers were updated. Precision studies were performed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with calcium gen.2 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The customer decided to repeat the samples after receiving two critical results in a row. The first sample initially resulted in a calcium value of 14.2 mg/dl and it repeated on a second analyzer as 8.7 mg/dl. The second sample initially resulted in a calcium value of 14.9 mg/dl and it repeated on the same analyzer as 9.9 mg/dl. The third sample initially resulted in a calcium value of 14.1 mg/dl and it repeated on a second analyzer as 9.0 mg/dl. Prior to running the fourth sample, the customer performed maintenance on the analyzer, including replacement of a few reaction cells, system wash maintenance, a cell blank, air purges, and sample probe washes. During this maintenance, a clot or similar material was found close to the reaction cell covers. The fourth sample initially resulted in a calcium value of 15.5 mg/dl on (B)(6) 2026 and it repeated on the same analyzer as 13.2 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 9.7 mg/dl. All sample repeat values were deemed correct.